Event description:
Boston scientific crm received information that this patient developed an infection around the device pocket area. The physician will be explanting this cardiac resynchronization therapy defibrillator (crt-d) in the near future. There were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d will be explanted in the near future, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available, this report will be updated.